Event description:
It was reported that the patient was experiencing inadequate and loss of stimulation despite reprograming attempts. It was also stated that the patient had instances of overstimulation. Ipg database was analyzed and revealed no anomalies. The patient underwent an explant procedure.